Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with obsessive-compulsive disorder (ocd) experienced a mental crisis with 3 weeks of intensive psychiatric hospitalization. There, it was established on may-10th that the implantable neurostimulator (ins) had been switched off since (B)(6) 2024. The ins was switched on again immediately on may 10 and after a few days, the patient was better and could be discharged again. Neither the patient nor deliberate circumstances led to it being switched off. Due to trust issues, a switch to a different manufacturer will be planned. The issue was resolved.

Event description:
Additional information was received: it was reported that the patient was not explanted as there were no further incidents. The patient was being observed carefully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.